Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the

Event description:
The customer's parent reported via phone call that the insulin pump's screen was cracked completely. Customer's blood glucose level was around 100 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with had cracked and bleeding lcd glass. The insulin pump had cracked case at the display window corner, cracked battery tube threads and minor scratched display window.